Manufacturer narrative:
Product ID 8711, lot # j11509r55, implanted: (B)(6) 2003, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient developed a granuloma at the catheter tip. A catheter dye study was performed on (B)(6) 2012 which revealed a small catheter tip occlusion. The patient experienced increase of pain and mild withdrawal symptoms. The patient increased the use of oral pain medication. No intervention was reported; however, the pump daily infusion rate was decreased. The patient outcome was reported as no injury. The device system was used to deliver dilaudid.